Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: lock down. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was initially reported that insulin leakage occurred during wear, coinciding with an increase in the patient¿s blood glucose level to 18 mmol/l (324 mg/dl), while the patient was wearing the pod for an unknown duration. New information received on 27 march 2026 indicated that, while showering, the pod fell off the infusion site on the arm, causing the cannula to dislodge.